Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was dehiscene at the pacemaker site. The implantable pulse generator (ipg) system was explanted prophylactically as there was no systemic evidence of infection at this time. All hardware was sent to pathology for culture. A temporary pacemaker was placed and there is scheduled reimplant pending culture results. No further patient complications have been reported as a result of this event.